Manufacturer narrative:
Correction: section b5 - the correct event description should have been "it was reported that the implantable cardiac monitor (icm) was in reset mode. Reset attempts were performed but the icm could not be programmed back to normal. There were no patient consequences." Rather than "it was reported that the implantable cardiac monitor (icm) was in reset mode. No changes or interventions were performed. There were no patient consequences."

Event description:
It was reported that the implantable cardiac monitor (icm) was in reset mode. Reset attempts were performed but the icm could not be programmed back to normal. There were no patient consequences.

Event description:
New information received notes that the implantable cardiac monitor (icm) was successfully restored to normal on (B)(6) 2025. There were no patient consequences.

Event description:
It was reported that the implantable cardiac monitor (icm) was in reset mode. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the cause of the implantable cardiac monitor (icm) reset was due to power-on reset (por).